Event description:
It was reported that when using the bd pyxis¿ es server , it had a server is lagging. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was lagging. A technical support specialist dialed into the station and checked the es server synchronization status, checked etl status and checked the drive spaces. A technical support specialist (tss) dialed into the es station to troubleshoot and checked the station debug logs and error logs. The debugging of the data synchronization did not show any errors, but the station error logs revealed a few issues. To cross-check, the tss dialed into another station and found both stations had the correct time and date settings, and the issue was fixed. The system functioned as intended after the technical support specialist troubleshot the device.